Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative tested the priming and vacuum with the customer. The customer did not request service. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was not enough vacuum. There was no system message displayed. The procedure was not completed. The patient needed to return for completion of the case, the date is not known. Additional information has been requested and received.